Manufacturer narrative:
Concomitant medical product: 5086mri52 lead implanted: (B)(6) 2012.

Event description:
It was reported that the day after implant of the right ventricular (rv) lead, the patient went into asystole. The patient received cardiopulmonary resuscitation (CPR) bedside. After three compressions, the patient recovered and was responsive. The patient later complained of dizziness and again went into asystole. The patient was recovered and pharmacological intervention was required. An rv lead dislodgement was suspected. A loss of capture at maximum outputs and high thresholds were indicated. A loss of capture on the left ventricular (lv) lead was also noted. It was suspected that rv oversensing was causing pacing inhibition of both chambers leading to asystole as the patient is pacing dependent. A chest x-ray indicated that the rv lead had dislodged into the rv outflow tract. The rv lead was repositioned and the lv lead was reprogrammed. The rv and lv leads remain in use. No further patient complications have been reported as a result of this event.